Manufacturer narrative:
(B) (4).device not available.

Event description:
During a call with the baxter technical service representative (tsr) it was discovered that the hp had peritonitis and was retaining solution. During a follow-up call, the nurse reported that on (B) (6) 2010, the patient was diagnosed with bacterial peritonitis. On this same day, the patient was hospitalized and a sample of peritoneal effluent was analyzed and cultured, prior to initiating antibiotics. At the time of the call, the nurse did not have the results of the analysis or culture in front of her, but knew that the peritonitis was bacterial in nature. The cause of the peritonitis was unknown. There was no exit site or tunnel infection associated with the peritonitis. The patient was treated with ancef (ip), dose and administration dates were not provided. On approximately (B) (6) 2010, the patient was discharged, and the event of peritonitis was resolved. Dianeal therapy was continued. The nurse believed the event was unrelated to pd therapy. The nurse verified that the patient was not retaining solution or having issues with edema. There was no allegation against any of baxter's products regarding this peritonitis.